Event description:
A cook hercules 3 stage wireguided balloon was used during dilation of a crohn's related stenosis in the colon. They first inflated with the boston scientific 12cc inflation device and then switched to the cook dilation syringe (60cc) inflation device because the 12 cc inflation device didn't work. Suddenly the physician became aware of the fact that the blue sheath was broken at the place where she had her hand (just above the biopsy valve). They had dilated up to 13.5 and didn't go up to 15, which is what they had intended to do. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the balloon would not inflate due to a cracked catheter. There was a crack in the catheter located at 48 cm from the device juncture hub near the handle. Due to the nature of the damage it is difficult to determine if material is missing at the location of the crack in the catheter. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the additional info provided indicated the balloon dilator did not receive lubrication prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. Damage to the catheter can occur if the device experiences excessive pressure, perhaps during advancement into the endoscope accessory channel. Prior to distribution, all hercules 3 stage wireguided esophageal balloon dilators are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the info provided, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.